Event description:
Philips received information from a customer site that after a pt acquisition the raw data was unable to be reconstructed by the system. The system was power cycled and an off-line reconstruction was attempted. The off-line reconstruction was unsuccessful. The customer chose to rescan the pt as a result. The intended dose for the original scan was 40.35 mgy. The actual dose was 80.81 mgy.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).